Manufacturer narrative:
The customer reported lot# (10)1218l11123, however, this lot number is not recognized by baxter. (B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing slide clamp of a clearlink continu-flo solution set was broken. This was identified during set load when attempting to remove the slide clamp from the keyhole of the pump. The nurse observed a piece of the broken clamp in the keyhole. There was no report of patient injury or medical intervention associated with this event. No additional information is available.